Event description:
A malfunction on the pump was reported by the caller, but there were no notable events occurring prior to the malfunction. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the caller in successfully resetting the pump. The customer was informed to continue using the pump and to call back if the issue recurred, which was acknowledged and understood by the caller.